Event description:
The patient contacted animas on (B)(6) 2014 reporting that their pump only gave one low battery warning on (B)(6) 2014 and then when they were sleeping it went dead. The patient stated that they had a blood glucose (bg) of 31mmol/l with difficulty waking and lethargy. The patient administered extra boluses. Customer support (cs) reviewed information on low battery warnings with the patient. This report is being made due to the hyperglycemic event the patient experienced that resulted from inadequate response to alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to alarm).